Manufacturer narrative:
Additional information received on 23 november 2016 and includes: the pathogen has been confirmed as pseudomonas. Batch reviews performed on 25 november 2016. Lot 162721: (B)(4) items manufactured and released on 02 august 2016. Expiration date: 2021-07-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot ((B)(4)). Mpact flat pe hc liner ø32/e, code 01.32.3244hct, lot. 132128 (k103721). Approx (B)(4) items manufactured and released on 22 july 2013. Expiration date: 2018-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold and this is the second similar event reported on this lot ((B)(4)).

Event description:
The patient came in due to signs of infection. The surgeon washed out the hip and swap the head and liner. The surgery was completed successfully.